Event description:
A customer reported that the cartridge was not fully snapping into the pump despite multiple attempts. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect various components and clean the pneumatic tap area, yet the issue persisted as none of the available cartridges would snap onto the pump successfully. The customer was asked to email photos of the recurring issue for further evaluation.